Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to or at the time of death. The patient was discovered unconscious at home and passed away during the day. It was not reported if pd therapy was ongoing up until the time of death, but the patient was not connected to the homechoice device for therapy at the time of death. The cause of death was reported to be a myocardial infarction and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal and external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The cycler remote toolbox was used to analyze the device pneumatic system and it revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.